Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a check patient line alarm that occurred on the homechoice machine unit during initial drain. The home patient (hp) stated, he found a lot of large air bubbles in the patient line. The technical service representative (tsr) explained to the hp that air in the patient line likely caused this alarm. The tsr further assisted the hp with ending therapy. The hp stated, he would not do therapy this night. The tsr advised the hp to let his nurse know of missed therapy. No further information is available at this time.

Manufacturer narrative:
(B)(4). The hp reported no adverse event as a result of this incident. The issue has not recurred. This report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.